Event description:
Ambu bag was packaged without elbow in place to fit face mask or et tube. Unable to ventilate pt. This problem found in 2 ambu bags in ambulance. Delayed treatment in a cardiac arrest pt.